Event description:
It was reported that while using day aligners, the patient had smile shift to the left and some slight bite concerns. Right side canine touch when they bite down and their right molars do not touch at first, they have to adjust how they bite to get them to touch. Left side molars do not touch and they say their canines also rest against each other and felt awkward.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.